Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000142, serial lot: unknown h2 additional information in section b5 and img (annex g) component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the reason that the detector was not rotating was because the door was not fully closing. It was found that the alignment pin could not be inserted. The rotor was manually moved with a socket wrench until the pin could be inserted and the door could then be closed properly.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to move the detector in the ap or lat positions to take their scout images. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. There was troubleshooting present. It was reported that the site performed multiple reboots, once with umbilical disconnected as well and issue persisted. It was confirmed that the site was pressing the ap/lat buttons on the pendant to move the tube but the issue persisted.

Manufacturer narrative:
H3, h6) the system was serviced in the field and no faults were found, the system performed as intended. Codes b01, c19, and d14 are applicable.  H6) multiple annex a codes were applied to capture the event. Annex a a090501 refers to the inability to take scout images and annex a a150204 refers to the site unable to move the detector in the ap or lat positions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.